Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging meter would not power on as it would not charge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.